Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n534398, implanted: (B)(6) 2015, product type accessory; product ID 8781, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
The health care provider (hcp) reported via a study that during an examination at the time of the patient¿s usual pump refill, they noticed the pump was hypermobile within the pocket. The pump was able to be repositioned any which way by the hcp. The device diagnosis was pump inversion. The underlying cause seemed to be the patient continually twisting and playing with the pump. The patient reported no pain. It was noted this was not serious. This was related to the device or therapy and unlikely related to the implant procedure. The device component associated with (or causing) the event was the pump. No actions were taken. The status of this event was ongoing/unresolved as of (B)(6) 2015. It was noted the programming date from the most recent refill prior to the event was (B)(6) 2015 at 16:03. The indications for use were malignant pain and cancer pain. The system was delivering dilaudid at 200 mcg/ml and 66.86 mcg/day and bupivacaine at 2.5 mg/ml and 0.8357 mg/day. The lot numbers were unknown. If additional information becomes available, the event will be updated.

Event description:
Additional information was received from a healthcare professional via a product surveillance registry on (B)(6)-2016 and it was reported that the catheter kink was related to the device or therapy and not related to the implant procedure. The seriousness of the event was noted as medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function.

Manufacturer narrative:
(B)(4).

Event description:
On 2015-10-08, additional information was received from an healthcare professional (hcp) . It was reported that the patient had increased pain. The entire system was explanted and not replaced. The event resulted in in-patient hospitalization/prolongation of existing hospitalization.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported that during a surgical procedure to overturn an inverted pump a catheter kink was noticed. The outcome was resolved without sequelae (B)(6) 2015.